Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays and photographs were reviewed and according with the visual inspection of the pictures the complaint cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: dots. Clinical adverse event received for failed tka due to polywear, osteolysis, tibial loosening. Event is serious and is considered moderate. Event is related to device and not related to procedure. Date of implant: (B)(6) 2002, date of event: (B)(6) 2021, date of revision: (B)(6) 2021 (right knee). Treatment: revision of all components.